Event description:
Organs began to fail within just 16 hours of the initial onset of the symptoms [multi-organ failure]. Almost died of toxic shock in (B)(6) 2015 / symptoms were very flu-like [toxic shock syndrome]. Case description: the consumer, a female of unknown age, used unspecified tampax tampons and reported that she almost died of toxic shock in (B)(6) 2015. She reported that her organs began to fail within 16 hours after experiencing flu-like symptoms. Treatment: none reported. Medical attention: none reported. The case outcome was unknown. No further information was reported.